Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was leaning up against the wall in a lightning storm when there was a lightning strike. The patient's tremor returned almost instantly. The ins was checked and it was found that the battery zeroed. The device read at 2.37v. The patient's ins was explanted and replaced and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.